Event description:
Case description: investigation results: name: tresiba penfill, batch number: ms6fp90 a reference sample in was chemically analysed and the results were within the product specifications. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. After check batch production record, no abnormal related friction issue was found during filling batch lvg5e81. There is no cc & dv regarding the same batch and same nature. Base on above evaluation, there is no indication of any abnormal or process error during filling batch nvg5s92. The batch documentation has been reviewed and found to be normal. Name: novopen, batch number: unknown no investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following: -investigation results updated. -annex b, c, d and g updated. -narrative has been updated accordingly. Final manufacturer's comment: 03-oct-2023: the specific name of the device is unknown. The hcp has informed that she has discarded the ampoule (the penfill). The hcp never received the novopen from the patient, so it is unclear whether the pen is still with the patient or if it has been discarded. Therefore, it is not possible to return any of the products for investigation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen. H3 continued: evaluation summary name: novopen, batch number: unknown no investigation was possible, because neither sample nor batch number was available.

Event description:
[Preferred term] (related symptoms if any separated by commas). The pen did not receive insulin as the ampoule in the smart pen did not release insulin [device failure]. Diabetic ketoacidosis [diabetic ketoacidosis]. Patient had forgotten to take insulin [product dose omission in error]. Case description: this serious spontaneous case received via danish medicines agency, dkma from denmark was reported by a pharmacist as "the pen did not receive insulin as the ampoule in the smart pen did not release insulin(device failure)" with an unspecified onset date, "diabetic ketoacidosis(diabetic ketoacidosis)" with an unspecified onset date, "patient had forgotten to take insulin(forgot to take product)" with an unspecified onset date, and concerned a female patient who was treated with novopen (insulin delivery device) from unknown start date for "device therapy", , tresiba penfill (insulin degludec) (therapy dates - ongoing) from unknown start date and ongoing for "type 1 diabetes mellitus." Patient's height, weight and bmi (body mass index) were not reported. Current condition: type 1 diabetes mellitus, light alzheimers, stress, hyperglycemia. On an unspecified date patient was admitted to hospital with diabetic ketoacidosis (dka) after days with stress and hyperglycemia in relation to a cancer investigation, attributed to stress and that the patient had forgotten to take insulin. Approximately one week later a new incidence happened where patient and next of kin was sure of insulin administration, the (health care professional) hcp investigated the pen, and it did not release insulin. This was discovered after the patient had been hospitalized and practical circumstances were reviewed. After changing the ampoule the smart pen worked as intended. Batch numbers: novopen: unknown. Tresiba penfill: ms6fp90. Action taken to tresiba penfill was reported as no change. The outcome for the event "diabetic ketoacidosis(diabetic ketoacidosis)" was not reported. The outcome for the event "patient had forgotten to take insulin(forgot to take product)" was not reported. On (B)(6) 2023, the case changed status from non-valid to valid as missing element 'patient identifier received' no further information available. Since last submission the case has been updated with the following: non valid classification and other reportable day 6 classification removed patient's gender and medical history updated. New event of diabetic ketoacidosis and forgot to take product updated. Causality updated. Narrative updated accordingly. References included: reference type: e2b authority number. Reference ID#: (B)(4). Reference notes: dkma (danish medicines agency). Reference type: mw 3500a MFR. Rpt. #. Reference ID#: 9681821-2023-00132. Reference notes: medwatch 3500a MFR. Report number. Final manufacturer's comment: 02-nov-2023: the specific name of the device is unknown. The hcp has informed that she has discarded the ampoule (the penfill). The hcp never received the novopen from the patient, so it is unclear whether the pen is still with the patient or if it has been discarded. Therefore, it is not possible to return any of the products for investigation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen. Patient with history of alzheimer's disease, forgot to take medicine, could have contributed to reported diabetic ketoacidosis. Reporter comment: alternative aetiology was reported as: first incident could be explained with the above(affiliate comment: stress and forgotten insulin).

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). The pen did not receive insulin as the ampoule in the smart pen did not release insulin [device failure]. Case description: this serious spontaneous case via regulatory authority dkma(danish medicines agency) from denmark was reported by a pharmacist as "the pen did not receive insulin as the ampoule in the smart pen did not release insulin(device failure)" with an unspecified onset date, and concerned a patient (gender and age not reported) who was treated with novopen (insulin delivery device) from unknown start date for "device therapy", tresiba penfill (insulin degludec) (dose, frequency & route used-unk) from unknown start date for "drug used for unknown indication". Patient's height, weight and bmi (body mass index) were not reported. Dosage regimens: novopen: tresiba penfill: medical history was not provided. The patient who used the pen did not receive insulin as the ampoule in the smart pen did not release insulin. This was discovered after the patient had been hospitalized and practical circumstances were reviewed. After changing the ampoule the smart pen worked as intended. Batch numbers: novopen: requested. Tresiba penfill: ms6fp90. Action taken to tresiba penfill was not reported. The outcome for the event "the pen did not receive insulin as the ampoule in the smart pen did not release insulin(device failure)" was unknown. References included: reference type: (B)(4). Reference ID#:(B)(4). Reference notes: dkma(danish medicines agency).